Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy for svt. The device was reprogrammed successfully and remains implanted.